Event description:
Patient is seeking legal action.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update 14 jan 2015. Der rcvd. Updated dor, patients activity level, surgeon and sales rep information. Updated manufacture and expiry dates, brand and common names and added 510k numbers to cup and head. Reported unknown stem and sleeve products. Der states 'patient had pain with asr cup. Metallosis seen intraoperatively.' Stem reported as reamining in situ as der notes that it was stuck.